Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in an efferent shunt in the varices using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a ruby coil into the lantern, the technologist encountered resistance while advancing the ruby coil through its introducer sheath. Subsequently, the technologist kinked the ruby coil pusher assembly. Therefore, the ruby coil was removed. Next, while using another ruby coil, the physician noticed it was the incorrect size. Upon removal, it was found that the ruby coil had become stretched away from its pusher wire during re-sheathing. Therefore, the ruby coil was not used. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.